Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant, the right ventricular (rv) lead was implanted at first, and when implanting the ipl the delivery sheath snagged on the ipl, and the lead dislodged. The ipl was removed and upon review noted that the tip could not be screwed back normally. The ipl was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.